Manufacturer narrative:
Upon visual examination, it was observed that the contact pins were burnt and corrosion was built up throughout the inside of the handpiece.

Event description:
It was reported that the micro drill ran without user activation during a procedure. A back-up device was used to complete the procedure with no patient or user injuries, and there were no adverse consequences.